Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reports to have received excessive battery out limit alarm. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.